Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding and more") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergone one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), genital haemorrhage ("heavy abnormal bleeding and more") and sarcoidosis ("autoimmune disorder (sarcoidosis)") in an adult female patient who had essure (batch no. 948835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included depression in 2005, deep vein thrombosis, pulmonary embolism and nickel sensitivity. Previously administered products included for birth control: depo-shot; for an unreported indication: anti-depressant medication. Concurrent conditions included factor v leiden mutation, menses irregular and morbid obesity. Concomitant products included celecoxib (celebrex) and propranolol (propanolol). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sarcoidosis (seriousness criterion medically significant), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and alopecia ("hair loss"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dyspepsia ("gastrointestinal or digestive system condition"). The patient was treated with surgery (undergone one or more surgeries to remove one or more of essure. Hysterectomy (full),salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, sarcoidosis, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, headache, nausea, allergy to metals, dysmenorrhoea, fatigue, gastrointestinal disorder, dyspepsia, vaginal haemorrhage, menorrhagia and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, sarcoidosis, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events added: abnormal bleeding (vaginal, menorrhagia), hair loss. Reporter's information and medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), genital haemorrhage ("heavy abnormal bleeding and more") and sarcoidosis ("autoimmune disorder (sarcoidosis)") in an adult female patient who had essure (batch no. 948835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included depression in 2005, deep vein thrombosis and pulmonary embolism. Previously administered products included for birth control: depo-shot in 2010; for an unreported indication: anti-depressant medication in 2005. Concurrent conditions included factor v leiden mutation and menses irregular. Concomitant products included celecoxib (celebrex) and propranolol (propanolol). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), sarcoidosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and dyspepsia ("gastrointestinal or digestive system condition"). The patient was treated with surgery (undergone one or more surgeries to remove one or more of essure.hysterectomy (full),salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, sarcoidosis, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, headache, nausea, allergy to metals, dysmenorrhoea, fatigue, gastrointestinal disorder and dyspepsia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, migraine, nausea, pelvic pain, sarcoidosis and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Approximate weight at the time of essure placement 183 lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), genital haemorrhage ("heavy abnormal bleeding and more") and sarcoidosis ("autoimmune disorder (sarcoidosis)") in an adult female patient who had essure (batch no. 948835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included depression in 2005. Previously administered products included for birth control: depo-shot in 2010; for an unreported indication: anti-depressant medication in 2005. Concomitant products included celecoxib (celebrex) and propranolol (propanolol). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), sarcoidosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), migraine ("migraines / headaches "), headache ("migraines / headaches "), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition ") and dyspepsia ("gastrointestinal or digestive system condition "). The patient was treated with surgery (undergone one or more surgeries to remove one or more of essure.hysterectomy (full),salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, sarcoidosis, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, headache, nausea, allergy to metals, dysmenorrhoea, fatigue, gastrointestinal disorder and dyspepsia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, migraine, nausea, pelvic pain, sarcoidosis and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Approximate weight at the time of essure placement 183 lbs. Most recent follow-up information incorporated above includes: on 5-apr-2018: pfs received. Patient details, historical condition, historical drug, concomitant drugs and unstructured relevant tests were added. Autoimmune disorder (sarcoidosis), migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition and she did not undergo essure confirmation test were added as events. Essure lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.